Event description:
It was reported that post-op a laparoscopic gastric band procedure, the band was removed due to slippage. There were no reported pt complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.